Event description:
The customer reported that the pump battery depletes too quickly but confirmed that this issue did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.